Manufacturer narrative:
The glidescope avl video monitor was returned for further evaluation. A verathon technical service representative evaluated the returned monitor where they were able to duplicate the reported intermittent image. When the device was tested on a flat surface, it would show an image that was stable and clear with good color rendition. However, when the device was placed on a stand, the device would only show static lines on the display. The service representative isolated the issue to the signal wire harness on the back shell assembly. The back shell assembly was replaced, and after observing proper operation through functional and performance testing, the device was certified and returned to the customer for use. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the image would disappear when the monitor was in a certain position. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.